Event description:
The patient reported her ipg is moving in the pocket and causing discomfort. In addition she states she has lost a lot of weight. Follow up information identified reprogramming was able to provide effective stimulation. The patient is no longer experiencing discomfort. The physician assessed the pocket site and did not feel as if there was an issue with the pocket site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.